Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was detached from the pusher assembly and the stretch resistant wire (sr wire) was fractured. The distal tip of the detached embolization coil was advanced out of the introducer sheath and had offset coil winds near the distal end. Conclusions: evaluation of the returned devices revealed the sr wire was fractured and the embolization coil was detached. Fracture of the sr wire typically occurs due to forceful retraction of the ruby coil against resistance, and will allow the embolization coil to detach. Further evaluation revealed the distal end of the embolization coil had offset coil winds. This damage likely occurred due to forceful advancement of the ruby coil against resistance. An overtightened rotating hemostasis valve (rhv) may have contributed to the resistance experienced during advancement and the subsequent detachment of the coil. The lantern referenced in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleeding (gi bleed) using ruby coils. During the procedure, while attempting to insert a ruby coil into the rotating hemostasis valve (rhv) of a lantern delivery microcatheter (lantern), the physician experienced resistance and subsequently, the ruby coil became detached; therefore, it was removed. The procedure was completed using additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.